Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia and no delivery alarms. The customer blood glucose level was 400 mg/dl. Customer reports that insulin does not exit the tubing with manual prime. Customer reports insulin exited and insulin pump alarmed during manual prime. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.